Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead appeared to be slightly exposed while still inside the packaging. The lead was inserted but continued to dislodge despite numerous placements. The lead was removed and tissue was observed in the helix. A different lead was then implanted. No patient complications have been reported as a result of this event.